Event description:
A 95 degree dcs plate, implanted in 1999 for a left four-part intertrochanteric/subtrochanteric femur fracture, broke post-operatively, x-ray taken 2 months post-operative showed the plate to be broken. Date of removal is unknown.